Manufacturer narrative:
Visual inspection and functional testing could not be performed because the device in question will not be returned for evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence. It is difficult to perform an accurate evaluation of a failure without having the failed product. As such the complaint is being closed without conclusion. However, if the product is returned in the future the complaint can be reopened and evaluated. Correction in: first name: (B)(6), middle name: should be blank additional information in: name prefix/title: dr. Facility name: (B)(6) hospital address line 1: (B)(6) foreign state: (B)(6) international zip code: (B)(4) .

Event description:
It was reported that the product got damaged in the sterile pack itself during the procedure and it was used in the patient. A backup device was used to complete the surgery. There were no delays or patient injuries reported.

Event description:
It was reported that the product was damaged in the sterile pack itself. A backup device was used to complete the surgery. No significant delay or patient injury reported.